Manufacturer narrative:
This device is not cleared in the us. It is similar to product code mjo cleared under (B)(4). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, after inserting the implant into the disc space. The screw on the inserter did not properly disengage. It remained on the peek cartridge. While attempting to remove the screw from the cartridge, the implant disassembled. The implant was then removed and replaced with an alternate to complete the case.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The event is confirmed with photographs received for the reported failure of the screw holding the disposable cartridge to the implant failing to release from the inserter. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Corrections in b5, d4: UDI number, d9, and h3. Additional information in h6: component, impact, and investigation type. Device evaluation visual inspection revealed that the inferior plate (mb071k lot 286245/16) and the polyethylene insert have disassembled from the peek cartridge. The superior plate (mb070k lot 288074/13) was still assembled to the cartridge. The item could be fully disassembled and reassembled using a mating part without difficulty. Potential cause root cause was unable to be determined. This event could possibly be attributed to improper assembly of the cartridge to the inserter or due to off-axis forces applied during insertion. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the procedure, after inserting the implant into the disc space, the screw on the inserter did not properly disengage. It remained on the peek cartridge. While attempting to remove the screw from the cartridge, the implant disassembled. The implant was then removed and replaced with an alternate to complete the case.